Event description:
It was reported that insulin gauge displayed amount different than expected and that pump showed a static fill estimate of 105 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large variance in measured pressures used to calculate remaining insulin, and was advised that once actual insulin volume matched displayed estimate, gauge would begin to count down normally, which customer understood and acknowledged.